Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had cosmetic damage on the insulin pump. Customer stated that the pump case anomaly around the battery compartment appeared. Customer then saw the reservoir o-ring was misplaced. Pump was not dropped or bumped. Insulin pump will be replaced. No further details given.

Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, and missing o-ring reservoir tube.